Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed operation event associated with switching the power source from batteries to the power module was observed. The system controller log file was reviewed by a technical services representative and had captured a pump stoppage associated with low speed and low voltage advisory alarms. The pump stoppage caused a system clock reset. The pump speed reduction and pump stoppage appeared to be the result of a low voltage situation. A power cable disconnect alarm associated with the black power cable was recorded in the log file. The voltage values associated with the patient cable were within specifications. No other atypical events were recorded in the log file. It was reported that the patient was clinically stable. No further alarms or issues were reported.

Manufacturer narrative:
The report of low speed operation and a pump stoppage events was confirmed based on the information contained in the submitted system controller log file. The log file captured a single time clock reset event that was associated with a complete loss of power to the system controller which also resulted in the pump stoppage event. The event was accompanied by low speed advisory/hazard and low flow hazard alarms. When power was restored to the system controller the pump resumed operating at the set speed and the pump appeared to operate as intended through the end of the log file. A specific cause for the complete loss of power event could not be conclusively determined based on the information contained in the log file. The patient remained ongoing on lvad support with the system controller and no further information was provided at this time. Based on the manufacturer¿s device tracking information, the patient had been assigned two system controllers with serial numbers (B)(4). A review of both system controller¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.